Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an accident that was unrelated to the device or therapy. Due to the pain standing up, in shoulder, and in arm it had been a number of months since the implant had been charged. The patient attempted to charge and was unable to connect. The patient was going to follow-up with a physician. Additional information received from the consumer stated that their doctor told them the battery was dead. The patient was scheduled to insert a new battery on or near 26-mar which was then changed to 6-apr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that surgery was done on (B)(6) 2020. No further complications were reported.